Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) to confirm device operation. It was noted that the device had recorded a supraventricular tachycardia (svt) episode. Upon review, the presenting electrogram (egm) showed the device had inappropriately delivered eight bursts of anti-tachycardia pacing (atp) and six shocks in attempt to convert the rhythm. Therapy was exhausted. Further review of the shocks showed that a code 1005 which indicated an open circuit condition was triggered due to high out of range shock impedances had been recorded on the right ventricular (rv) lead during shock delivery. Ts reviewed the daily impedance trend report and observed that the rv lead shock impedances appeared to have been gradually increasing over time to be greater than 125 ohms. Ts discussed possible causes with the hcp, recommending for the rv lead to be replaced. At this time, the rv lead remains in service. No additional adverse effects were reported.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) to confirm device operation. It was noted that the device had recorded a supraventricular tachycardia (svt) episode. Upon review, the presenting electrogram (egm) showed the device had inappropriately delivered eight bursts of anti-tachycardia pacing (atp) and six shocks in attempt to convert the rhythm. Therapy was exhausted. Further review of the shocks showed that a code 1005 which indicated an open circuit condition was triggered due to high out of range shock impedances had been recorded on the right ventricular (rv) lead during shock delivery. Ts reviewed the daily impedance trend report and observed that the rv lead shock impedances appeared to have been gradually increasing over time to be greater than 125 ohms. Ts discussed possible causes with the hcp, recommending for the rv lead to be replaced. At this time, the rv lead remains in service. No additional adverse effects were reported.